Event description:
It was reported that the customer experienced an ongoing intermittent low blood (bg) glucose level of about 40-65 mg/dl. The pump log was reviewed and it was found that the customer was stacking boluses leading to the lows. Customer addressed the decreased bg by consuming carbohydrates.